Event description:
The failure occurred during treatment. The cardiohelp was exchanged. A frozen screen was reported. No harm to any person has been reported.as the cardiohelp was exchanged, which is a potential risk for the patient, a report is needed.complaint ID:(B)(4).

Manufacturer narrative:
A follow up will submitted when additional information become available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on 2013. All maquet cardiopulmonary class ii products manufactured until the end of 2015 do not have UDI entries. Therefore, no UDI number is available.

Manufacturer narrative:
A frozen screen was reported. The failure occurred during treatment. The cardiohelp was exchanged. No harm to any person has been reported.as the cardiohelp was exchanged, which is a potential risk for the patient, a report is needed.a getinge field service technician (fst) was sent for investigation. The failure could not be replicated and no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed by getinge technical experts and no failure could be confirmed on the date of event. According to getinge technical experts the most probable root cause is that the problem may have been caused by the doctor wearing gloves or by improper contact with the screen.the cardiohelp has several safety features, that the device can be operated, even when the touch screen does not work anymore. All-important adjustments can be made by using the rotary knob or if all other things do not work by engaging the emergency mode to keep up the blood flow. Further according to the instruction for use (IFU) of the cardiohelp system, chapter "check before every application" the touch screen must be checked before use.the device was manufactured on 2013-03-26.the review of the non-conformities has been performed on 2025-09-01 for the period of 2013-03-26 to 2025-08-15. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas.based on the results the reported failure "frozen screen" could not be confirmed. This complaint was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from 2024-08-20 till 2025-08-20). The customer will be informed about the results by the getinge sales and service unit.the occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID:(B)(4).